Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using a wallflex esophageal stent occurred. According to the complainant, the procedure went well until the stent was released. The proximal stent flare did not deploy and the stent began to migrate. The physician maintained the stent for approximately ten minutes and when the flare did not expand, a balloon (manufacturer unknown) was used to deploy the stent flare.